Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient receiving an unknown drug via an implantable pump. The healthcare provider was calling to request a company representative to check the pump status. The patient was admitted to the hospital with altered mental status and an ulceration just below where the pump was located.